Manufacturer narrative:
(B)(4). The serial number was documented as unknown in the initial report. It has been updated as (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (feb 22, 2016) has been updated to reflect the date the device was manufactured. Additional information received from the affiliate states that three battery casing devices were returned with the handpiece. It was noted that in the case of the battery casings no malfunction was reported. The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the handpiece device control unit was defective. It was also noted that the device failed pre-repair diagnostic tests for functional test, trigger test, trigger and ecu (electric control unit) function, oscillation frequency, mode switch-test, and performance. Since the investigation is still on-going, the assignable root cause could not be determined at this time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the device suddenly stopped working was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4).device manufacture date: the device manufacture date is unavailable the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator handpiece device suddenly stopped working. It was reported that the device would not work even after both the battery and its case were replaced with new devices. It was reported that there was a 5 minute delay in the procedure. It was reported that the device started to work properly after repeatedly moving and stopping for approximately ten minutes, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.